Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received compromised force sensor system alarm on their insulin pump. It was reported that the drive support cap was protruded. The customer's blood glucose level was reported to be normal. It was reported that he pump was out of warranty. No further information provided.